Event description:
It was reported that while locking the articular surface tot he tibial plate outside of the patient's body, a small piece fractured off of the tibial baseplate. The surgeon inspected the implant and determined ti had minor damage and elected to implant the component.

Manufacturer narrative:
Evaluation summary: no previous reports of any nature have been received on the tibial baseplate lot. Package insert includes the warning, "do not use: any component if damage is found or caused during setup or insertion". Evaluation: neither the instrumentation used nor the fragment has been returned to date. A photograph was provided however, without the return of the fragment, the source cannot be confirmed. Review of manufacturing history and receiving records confirm implant met specification prior to release. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.